Event description:
The customer reported being hospitalized due to low blood glucose levels, with a reading of 25 mg/dl. The customer stated that she and her doctor have been trying to adjust the insulin pump settings to avoid further hypoglycemic episodes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.